Event description:
On (B)(6), 2009, a miniarc sling was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged "as a result of having the products implanted" the plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and lost of bodily system, and underwent corrective surgery on (B)(6), 2012."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.